Event description:
Mediport was placed on (B)(6) 2014. On (B)(6) 2014, CT scan of the lungs revealed what appeared to be a 5-6 cm piece of catheter lodged in a third order pulmonary artery branch of the left lower lobe of pt's lung. Pt was transferred to another facility for retrieval. Interventional radiologist was unable to remove fragment in that I had become embedded in lung tissue. Pt was discharged and appears to have no symptoms related to catheter fragment.